Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during an intravenous infusion of treprostinil (dose 100 ng/kg/min) the pump exhibited a no disposable alarm. Per reporter there were no kinks in the tubing. It was reported that the pump and cassette were subsequently changed with no issue until the following morning when the pump again exhibited a no disposable alarm. Per reporter the cassette was then disconnected and reconnected with no further issue. Per reporter patient had additional cassettes to switch to and successfully continue their infusion. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump to be alarming no disposable is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(4).